Event description:
A customer in the us filed a complaint alleging that three discrepant results were generated on three different collections for the same patient when using the cobas ampliprep / cobas taqman (cap/ctm) hiv-1 v2.0 test. On (B)(6) 2012 the hiv viral load result generated was (B)(6). On (B)(6) 2012, the result generated was (B)(6). On (B)(6) 2012 the result was target not detected (tnd). The sample tested on (B)(6) 2012 was tested for hiv antibody and was negative. The patient history is not known. However, the physician indicated that the patient has not been on antiviral therapy throughout the course of testing. In addition, the physician is unaware of the patient ever having a (B)(6).

Manufacturer narrative:
Result- device performed according to specifications. Conclusion - it cannot be conclusively determined what the true cause of the discrepant results is. Although requested, there is no remaining patient sample to perform investigative testing and the patient is not available for re-draw. There does not appear to be any instrument or kit related issues that caused the discrepant results. Retain testing of the complaint kit lot met specifications. Without the sample available, it is not possible to definitively determine the cause of the discrepant results. From the information provided, the patient was never (B)(6) and was never on any antiretroviral therapy. Therefore, it is not medically possible for this results scenario to occur, as there were two results that generated (B)(6) and one that was target not detected (tnd). The only plausible explanation would be that there was a sample mix-up but this cannot be confirmed. The customer does not believe this occurred. There is no indication of a product non-conformance. (B)(4).